Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found to be missing the bolus button. Moisture damage was visible in the display. The pump failed to power on. The pump was opened and moisture damage was found on the pcb. No further pump testing could be performed due to the pump failure to power on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that on (B)(6) 2012, the pump stopped working and the patient experienced a blood glucose (bg) reading of "high" with large ketones and was "feeling yucky". The reporter stated that the patient had been swimming in a pool with the pump on the morning of (B)(6) 2012, and that by 7:30 pm, the same day the patient's bg was reading "high". The reporter stated that a correction via insulin pen was given but the patient's bg continued to read "high" on the meter. The reporter stated that the pump would not power on, the display remained dark, and the pump would not respond to any button presses. The reporter was advised to take the patient to the hospital. There is no further information available at this time. This complaint is being reported due to the patient's alleged hyperglycemic event after the pump lost power.